Event description:
Physician used one pacific xtreme pta balloon catheter to treat a lesion located in the sfa of the left leg. Device was successful; however, it was reported that a dissection (type b) occurred during the procedure. No intervention was required.

Event description:
Tvr occurred 8 months post index procedure and not 5 months as previously reported.

Event description:
The investigator assessed that the dissection event which occurred during the index procedure was definitely related to the study device and the study procedure.

Manufacturer narrative:
Results: dissection. Conclusions: dissection. (B)(4).

Manufacturer narrative:
Results and conclusion: (restenosis requiring medical/ surgical intervention). (B)(4).

Event description:
It is reported that approximately 5 months post index procedure the patient underwent a tvr to treat stenosis of the left sfa vessel. Patient was discharged on aspirin and clopidogrel. No other clinical sequelae were reported.